Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, after use of about 1 hour, the teflon of the shears dropped and it was not possible to continue using it. Made the exchange immediately. No harm was done to the patient, the procedure nor hospitalization was extended.